Event description:
It was reported in a general comment, that an unspecified problem occurred during use of a perclose device and a lot of bleeding was noted. The method of hemostasis was not specified. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined in this case, it is possible, a malposition of the device occurred; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event: estimated.